Event description:
It was reported that during an interventional stenting procedure in the left anterior descending coronary artery (lad) and diagonal coronary artery, both the lad and the diagonal were wired. A xience v was implanted in the lad. As the physician was advancing the 3.0 x 18 mm xience v otw toward the diagonal, the stent delivery system was pulled back slightly and the stent dislodged in the left main coronary artery. The stent delivery system was removed from the patient anatomy without any resistance. The 3.0 x 18 mm xience v was crushed/embedded in the left main, non-target vessel another xience v was used to stent the lesion in the diagonal coronary artery. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.